Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure within 4 seconds at second inflation. The shape of the rupture was in pinhole form. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.